Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked after connecting to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.